Manufacturer narrative:
The MFR is attempting to acquire the suspect device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing low voltage alarms and the data retrieved from the system controller indicated four pump stop events captured. During the event, the pt reportedly felt anxiety with no other symptoms and felt better after the system controller was exchanged. The pt remains ongoing on lvad support with no further issue reported.